Event description:
It was reported that during a lap cholecystectomy procedure, the device fired scissored clips. The procedure was completed with another device. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.